Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited an increase of high voltage impedance. No intervention was performed. The patient condition was unknown. No additional information was reported.